Manufacturer narrative:
The customer reported getting error codes consistent with blower staled, backup alarm failed, and aux alarm supply failed errors in the significant event log. Philip's remote service technician advised suspecting the power management (pm) printed circuit board assembly (pcba) or the motor controller (mc) pcba. Philips remote technician provided part identification for both parts per the customer's request. The customer informed philip's complaint investigator that there was no patient involvement when this issue was discovered. The customer stated that the issue was identified by a respiratory therapist that was running through self-tests with no patient involvement or delay to patient therapy. The device was not in clinical use at the time of the event. There was no patient involvement or delay in the patient's therapy. The customer indicated a third party had completed the repairs, and the unit is back in service.

Event description:
The customer contacted technical support (ts) stating that the unit has a service alarm. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.